Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device was received not deployed. The download data of the device showed that there was a rotational sensor malfunction during the priming sequence. However, no timeouts, drive stalls, or alarms were observed. The device was reset, paired to a master pdm and asked to deliver a 5u bolus. During the rerun, the device deployed as intended. The rerun data showed replication of the rotational sensor malfunction. During investigation of the drive mechanism, damage was observed to one of the teeth of the ratchet gear and contamination was observed on the commutator cap. The rotational sensor malfunction was caused by the contamination on the commutator cap interfering with the rotational sensor, which caused first prime to end earlier that expected, which is why the device did not deploy.